Event description:
On (B)(6) 2005: admitted for degenerative spondylolisthesis, and discogenic pain, l5-s1. Underwent posterior lumbar interbody fusion and posterior instrumentation posterolateral fusion intervertebral prosthetic device, iliac crest bone graft, separate fascial incision and allograft bone graft. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.